Event description:
After an implantation period of approx. 52 months, it was reported that the device shows the eri status. The pacemaker was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical analysis. The pacemaker was properly interrogated, and the memory content was investigated revealing no anomalies. The battery status was eri, which was activated on (B)(6) 2021. However, the archive data and the programmed parameters were inspected. High ventricular pacing outputs of up to 7.5 v and pulse widths of up to 1.5 ms were documented in the archive data since 2018. This represents a high current program, which results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. The ability of the device to deliver therapies was verified. Anti-bradycardia pacing pulses were not present as a result of the battery depletion. Therefore, the pacemaker was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The measurement of the battery voltage confirmed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. Next, the ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion the electronic module was proven to be fully functional. All electrical parameters, particularly the current consumption were normal and as expected. The battery condition was anticipated. There was no indication of material or manufacturing problem.